Event description:
The pt was in the operating room for an anterior cervical diskectomies c5-6 and c6-7 with allograft fusion and anterior cervical plate. During the procedure it was noted that the dandy blunt neurohook tip had broken off. Tip was not observed in the surgical wound. X-ray taken was negative for tip in the pt. The instrument was discarded by the hosp and unavailable for eval.